Manufacturer narrative:
Mentor received an update on the events submitted in the initial report. Two weeks to the previous reported event date of (B)(6) 2019, the patient experienced a sudden onset swelling on their left side. For this reason, the event date has been updated to an estimated (B)(6) 2019. On (B)(6) 2019, enlarged left-sided lymph nodes were identified via ultrasound. On that day the patient had also undergone a lymph node biopsy. The lymph node was identified as benign. A fluoroscopy was performed as well and a 600-700cc seroma was identified. As a result, 680cc of the seroma was drained. The cytology and pathology reports did not identified any abnormal findings. The patient also had signs of soft tissue necrosis on their left side. On 2/14/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2020, the product investigation was completed. Device investigation summary: during visual inspection, a line of shell wear was observed in the anterior aspect, suggesting in-vivo folding or creasing of the device. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. Shell wear failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with 600cc mentor memorygel breast implants and experienced postoperative bilateral capsular contracture (baker grade IV on the left, baker grade I-iii on the right). The diagnosis was confirmed by a physician upon examination. As a result, the patient is scheduled for a bilateral explanation on (B)(6) 2020 and replaced with unspecified breast implants. This report is for the patient's right-sided device.